Event description:
It was reported that a prosthetic screw fractured inside the implant. It was impossible to remove the screw without damaging the threading, so the implant was removed. Upon investigation, it was discovered that implant was fractured at the fractured collar. Tooth site #35. This report refers to fractured implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d10. Concomitant medical products, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual inspection was performed. Bone debris on external threads. Damage to the implant was identified. A fractured screw was identified stuck inside the implant. The implant was fractured at the collar. Escalated. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: ¿dental: functional: fracture: implant¿) based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, malfunction did occur. Fracture identified at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.